Event description:
The device has been off because it was not working. The device was still functioning but has been turned off, it was unknown when or how. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v018187, implanted: (B)(6) 2007, product type: lead. (B)(4).